Manufacturer narrative:
The nurse reported that they are getting communication loss on the central nurse's station (cns) for multiple bedside monitors. Nihon kohden technical support (ts) asked them to get a biomedical engineer (bme) so that they could troubleshoot this appropriately. While trying to get the contact information for this person, the call got disconnect. Qa contacted the customer bmes for resolution information, and they stated to close the ticket and would not provide additional information. We will use the bme information as the contact information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-1753a. Sn: (B)(4).

Event description:
The nurse reported that they are getting communication loss on the central nurse's station (cns) for multiple bedside monitors. Nihon kohden technical support (ts) asked them to get a biomedical engineer (bme) so that they could troubleshoot this appropriately. While trying to get the contact information for this person, the call got disconnect. Qa contacted the customer bmes for resolution information, and they stated to close the ticket and would not provide additional information. We will use the bme information as the contact information. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was in comm loss with multiple bedside monitors (bsms). Technical support (ts) attempted to get a biomedical engineer (bme) to help troubleshoot the issue, but the call was disconnected. The bme later asked to have the ticket closed and would not provide additional information. No patient harm was reported. Investigation summary: as communication loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to communication loss events. Additionally, factors implemented in the design of nk devices mitigates the potential risk of communication loss to patient safety. The customer later reported that the issue of communication loss with their bsm-1700s was no longer occurring, and the issue was resolved. Details of the resolution were not provided and are not known. As such, a root cause cannot be determined. As the issue was resolved without nk assistance, it is unlikely that the issue of communication loss occurred as a result of an nk device malfunction. Communication loss occurs when monitoring devices are not able to communicate with cnss. The root cause is most likely related to the customer network environment. There is no evidence of an nk device malfunction.

Event description:
The nurse reported that the central nurse's station (cns) was in comm loss with multiple bedside monitors (bsms). No patient harm was reported.